Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("unable to locate essure device / ultrasound suggesting essure displacement") and uterine haemorrhage ("abnormal bleeding / abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 664656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnacy: oral contraceptive nos; for an unreported indication: welbutrin. Concurrent conditions included body mass index normal and thyroid disorder. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), night sweats ("night sweat"), vaginal haemorrhage ("abnormal vaginal bleeding"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings") and anxiety ("anxiety"). In 2010, the patient experienced nausea ("nausea") and hair texture abnormal ("dry hair"). In 2011, the patient experienced fungal infection ("yeast infection") and insomnia ("insomnia"). In 2012, the patient experienced dyspareunia ("dyspareunia"), libido decreased ("diminished libido") and the first episode of headache ("headaches"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) and cervix inflammation ("cervical inflammation / mild chronic cervix inflammation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivity"), the second episode of headache ("headaches"), weight increased ("weight gain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), acne ("acne"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), breast pain ("breast pain"), arthralgia ("joint pain"), pain in extremity ("leg pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, the last episode of headache, weight increased, bladder disorder, urinary tract disorder, migraine, nausea, acne, dry skin, hair texture abnormal, vaginal discharge, abdominal distension, cervix inflammation, hot flush, mood swings, depression, insomnia, anxiety, abdominal pain, back pain, chest pain, breast pain, arthralgia, pain in extremity, fibromyalgia and libido decreased outcome was unknown and the uterine haemorrhage, polymenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to chemicals, anxiety, arthralgia, back pain, bladder disorder, breast pain, cervix inflammation, chest pain, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fibromyalgia, food allergy, fungal infection, hair texture abnormal, hot flush, insomnia, libido decreased, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, sexual dysfunction, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: in the first report, it was stated essure was removed by hysterectomy , however according to pfs on (B)(6) 2015 a hysterectomy with bilateral salpingectomy was performed but the plaintiff was advised that the physician was unable to locate essure device at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion on unknown date (discussde with physician on (B)(6) 2014: ultrasound report suggesting essure displacement in (B)(6) 2010: underwent transvaginal ultrasound (tvu) : for essure confirmation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("unable to locate essure device / ultrasound suggesting essure displacement") and uterine haemorrhage ("abnormal bleeding / abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 664656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), hair texture abnormal ("dry hair") and anxiety ("anxiety"). In 2011, the patient experienced fungal infection ("yeast infection") and insomnia ("insomnia"). In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polymenorrhoea ("polymenorrhea"), menorrhagia ("menorrhagia"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), night sweats ("night sweat"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivity"), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), nausea ("nausea"), acne ("acne"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), breast pain ("breast pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), fibromyalgia ("fibromyalgia") and libido decreased ("diminished libido"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, headache, weight increased, bladder disorder, urinary tract disorder, migraine, nausea, acne, dry skin, hair texture abnormal, vaginal discharge, abdominal distension, cervix inflammation, hot flush, mood swings, depression, insomnia, anxiety, abdominal pain, back pain, chest pain, breast pain, arthralgia, pain in extremity, fibromyalgia and libido decreased outcome was unknown and the uterine haemorrhage, vaginal haemorrhage, polymenorrhoea and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to chemicals, anxiety, arthralgia, back pain, bladder disorder, breast pain, cervix inflammation, chest pain, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fibromyalgia, food allergy, fungal infection, hair texture abnormal, headache, hot flush, insomnia, libido decreased, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, sexual dysfunction, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the first report, it was stated essure was removed by hysterectomy , however according to pfs on (B)(6) 2015 a hysterectomy with bilateral salpingectomy was performed but the plaintiff was advised that the physician was unable to locate essure device at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram: in 2010: total bilateral occlusion. On unknown date (discussde with physician on (B)(6) 2014: ultrasound report suggesting essure displacement. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs was received: the events unable to locate essure device; abnormal vaginal bleeding, bladder problems, urinary problems, migraines, nausea, acne, dry skin, dry hair, vaginal discharge, bloating, cervical inflammation, hot flashes, mood swings, depression, insomnia, anxiety, abdominal pain, back pain, chest pain, breast pain, joint pain, leg pain, fibromyalgia, diminished libido were added. Reporters and events outcomes updated. Essure lot number was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("unable to locate essure device / ultrasound suggesting essure displacement") and uterine haemorrhage ("abnormal bleeding / abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 664656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: welbutrin. Concurrent conditions included body mass index normal and thyroid disorder. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), night sweats ("night sweat"), vaginal haemorrhage ("abnormal vaginal bleeding"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings") and anxiety ("anxiety"). In 2010, the patient experienced nausea ("nausea") and hair texture abnormal ("dry hair"). In 2011, the patient experienced fungal infection ("yeast infection") and insomnia ("insomnia"). In 2012, the patient experienced dyspareunia ("dyspareunia"), libido decreased ("diminished libido") and the first episode of headache ("headaches"). On (B)(6)2015, the patient experienced device dislocation (seriousness criterion medically significant) and cervix inflammation ("cervical inflammation / mild chronic cervix inflammation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivity"), the second episode of headache ("headaches"), weight increased ("weight gain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), acne ("acne"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), breast pain ("breast pain"), arthralgia ("joint pain"), pain in extremity ("leg pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (on (B)(6)2015 hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, the last episode of headache, weight increased, bladder disorder, urinary tract disorder, migraine, nausea, acne, dry skin, hair texture abnormal, vaginal discharge, abdominal distension, cervix inflammation, hot flush, mood swings, depression, insomnia, anxiety, abdominal pain, back pain, chest pain, breast pain, arthralgia, pain in extremity, fibromyalgia and libido decreased outcome was unknown and the uterine haemorrhage, polymenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to chemicals, anxiety, arthralgia, back pain, bladder disorder, breast pain, cervix inflammation, chest pain, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fibromyalgia, food allergy, fungal infection, hair texture abnormal, hot flush, insomnia, libido decreased, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, sexual dysfunction, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: in the first report, it was stated essure was removed by hysterectomy , however according to pfs on (B)(6)2015 a hysterectomy with bilateral salpingectomy was performed but the plaintiff was advised that the physician was unable to locate essure device at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion on unknown date (discussed with physician on (B)(6)2014: ultrasound report suggesting essure displacement in (B)(6)2010 : underwent transvaginal ultrasound (tvu) : for essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: event "headaches" added, historical drug, condition, concomitant condition , lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("unable to locate essure device / ultrasound suggesting essure displacement") and uterine haemorrhage ("abnormal bleeding / abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 664656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), hair texture abnormal ("dry hair") and anxiety ("anxiety"). In 2011, the patient experienced fungal infection ("yeast infection") and insomnia ("insomnia"). In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polymenorrhoea ("polymenorrhea"), menorrhagia ("menorrhagia"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), night sweats ("night sweat"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivity"), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), nausea ("nausea"), acne ("acne"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), breast pain ("breast pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), fibromyalgia ("fibromyalgia") and libido decreased ("diminished libido"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, headache, weight increased, bladder disorder, urinary tract disorder, migraine, nausea, acne, dry skin, hair texture abnormal, vaginal discharge, abdominal distension, cervix inflammation, hot flush, mood swings, depression, insomnia, anxiety, abdominal pain, back pain, chest pain, breast pain, arthralgia, pain in extremity, fibromyalgia and libido decreased outcome was unknown and the uterine haemorrhage, polymenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to chemicals, anxiety, arthralgia, back pain, bladder disorder, breast pain, cervix inflammation, chest pain, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fibromyalgia, food allergy, fungal infection, hair texture abnormal, headache, hot flush, insomnia, libido decreased, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, sexual dysfunction, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the first report, it was stated essure was removed by hysterectomy , however according to pfs on (B)(6) 2015 a hysterectomy with bilateral salpingectomy was performed but the plaintiff was advised that the physician was unable to locate essure device at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion on unknown date (discussde with physician on (B)(6) 2014: ultrasound report suggesting essure displacement quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), polymenorrhoea ("polymenorrhea"), menorrhagia ("menorrhagia"), genital haemorrhage (serious criterion medically significant), dyspareunia ("dyspareunia"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), night sweats ("night sweat"), fungal infection ("yeast infection"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivity"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 essure was removed via hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhoea, menorrhagia, genital haemorrhage, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, headache and weight increased outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, polymenorrhoea, menorrhagia, genital haemorrhage, dyspareunia, sexual dysfunction, loss of libido, night sweats, fungal infection, allergy to chemicals, food allergy, headache and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 5 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 5 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.